Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, chronic atrial lead noise was noted. No intervention was reported; the patient would continue to be monitored. The patient was in stable condition.

Event description:
New information received noted that atrial lead exhibited noise over-sensing which led to inappropriate mode switch. Upon opening the pocket, insulation damage was seen near the lead-header interface and the lead insulation was repaired. The patient was in stable condition.